Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2024, a secondary mitraclip procedure was performed. A mitraclip was implanted without issues.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because no lot information was provided. Based on available information, the reported incomplete coaptation (single leaflet device attachment, slda), associated with clip detachment from the posterior leaflet, was due to pre-existing patient anatomy as per the physician. The reported recurrent mr was a result of the slda. The reported shortness of breath (dyspnea) was a secondary effect of recurrent mr. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided the clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). A mitraclip was implanted. On (B)(6) 2023, the patient returned with shortness of breath. An echocardiogram was performed and revealed recurrent mitral regurgitation (mr) with a grade of 4+ and that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional information was provided.